Manufacturer narrative:
(B)(4). This complaint will be coded against the transfer set; however, the code for the transfer set is not known. The peritoneal dialysis nurse (pdn) stated the home patient (hp) came in to the clinic and the pdn reconnected the transferset. No sample is available. If additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).this complaint for connection issue is not confirmed and the assignable cause was not identified because no sample was returned to baxter, and the lot number was not provided. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding a connection issue with a transfer set during therapy on the home choice (hc). The home patient (hp) wanted to end therapy early as his transfer set had come apart. The technical service representative (tsr) assisted the hp with ending therapy early as requested. The hp would contact the peritoneal dialysis nurse (pdn) in the morning about the catheter. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the transfer set. Per the pdn, she stated the tubing slid out of the adapter. The pdn stated the home patient (hp) came into the clinic and the pdn corrected the problem and gave the hp an antibiotic. The pdn stated the hp was doing fine with therapy on the cycler. The pdn did not have any further information. There was patient involvement.